Event description:
It was reported that the 90 degree elbow disconnected from the hemovac infection control evacuator. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The sample returned by the customer for eval did not include the evacuator, only the elbow and the collection bag. Due to absence of labeling being returned with the complaint sample, the lot number remains unk. The root cause of the complaint appears to be an isolated operator error which failed to dip the elbow in cyclohexanone prior to assembly to the evacuator top plate.